Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from other non-health care professional (sales representative). This case concerns a (B)(6) year old female patient whose knee blew up (joint swelling) and was drained after receiving treatment with synvisc one injection. The patient's medical history, past drugs, concomitant drugs and concurrent conditions were reported. On an unknown date, the patient received treatment with synvisc one injection, (dose, frequency, indication, route, batch/lot number: and expiration date: not provided) into unspecified knee. The reporter stated that her knee "blew up" on "following which " the patient underwent arthrocentesis in which unknown amount of joint fluid was aspirated and was administered a cortisone injection as corrective treatment. Action taken: unknown. Outcome: unknown for both events. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criterion: intervention required for both the events.